Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. Device interrogation indicated that the tone was due to magnet exposure. The device remains in use. No patient complications have been reported as a result of this event.